Manufacturer narrative:
The device is currently under review into root cause.

Event description:
It was reported that "a small pale orange discoloration was observed on the plastic tray inside the package of the retrograde catheter, before use."

Manufacturer narrative:
It was reported that "a small pale orange discoloration was observed on the plastic tray inside the package before use." Evaluation: complaint of particulate in the packaging was confirmed. Confirmed manufacturing defect. Root cause of the particulate is unknown. A pra was implemented prior to this complaint. Manufacturing records were reviewed and there were no related ncr¿s found. The instructions for use, training and risk control measures are appropriate at this time. The trend is in control and no trigger limits have been reached. Trends will continue to be monitored through the edwards quality system.